Event description:
It was reported that pump battery would not charge and pump screen remained dark and would not turn on, resulting in customer experiencing high blood glucose of 569 mg/dl. Customer treated high blood glucose with correction injection using multiple daily injections and did not require third-party assistance, customer planned to use multiple daily injections as backup insulin therapy, was instructed to allow pump battery to fully deplete, return problematic pump within 10 days using provided shipping materials, and was advised to program settings and connect continuous glucose monitor to replacement pump upon receipt.